Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a090402 captures the reportable event of device failure to deliver energy.

Event description:
It was reported to boston scientific corporation that a captivator snare was used in the colon for polyp during a polypectomy procedure performed on an unknown date. During the procedure, there was no cautery. It was noticed that the device failed to deliver energy and the distal tip did not open. The procedure was completed with another of the same captivator snare device. There were no patient complications reported as a result of this event.